Event description:
Patient started to feel ill around 5:00 pm and checked her pump and set and confirmed insulin was coming out from the end of the infusion set. She stared to vomit at around 6:30 pm with a blood glucose level of 559 mg/dl. She kept administering boluses, but the level continued to rise. She went to the hospital and was treated for diabetic ketoacidosis with intravenous insulin.